Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation." This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support the patient experienced perfusion issues in his extremity. The medical professional pried openings into the fourteen french (14 fr) sheath to achieve better perfusion in the patient¿s extremity. It is noted that the medical staff utilized a technique that is not indicated in the impella cp instructions for use (IFU). No additional information was provided.